Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-03940 and 1627487-2013-03941. The pt received 3 occipital scs leads (off-label) with the same lot number. The pt reported she has not used her scs system for approx one year due to ineffective stimulation. The pt also reported she has a wound over her scs ipg pocket site which looks like a burn. Per pt data records, she previously underwent sub-sensory stimulation therapy. The pt is to consult with the physician regarding the issues.

Manufacturer narrative:
Correction number: 1627487-05242011-002-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.